Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an elective replacement of the patient&#38112;ipg, intraoperative testing revealed high impedance reading for the patient's lead. The physician attempted to explant the device; however, the lead broke and a portion of it remained inside of the patient. An additional surgical procedure is planned to rectify this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.